Event description:
It was reported that the patient presented to the clinic for lead revision. Upon interrogation, the atrial lead had been dislodged. The physician attempt to reposition the lead; however, during the repositioning procedure, an adequate current of injury could not be achieved. Also, the lead¿s helix repeatedly failed to remain in position after extension. Upon examination of the helix, a white piece had detached from the lead and was present on the helix when it was extended. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.